Event description:
I have used fixodent and poligrip at times. I have a neuropathy leg pain, numbness, and a burning sensation that are constant. My zinc level is elevated. This is a permanent condition requiring ongoing treatment. Dose or amount: #1. Denture cream, #2. Denture cream. Frequency: #1. Once a day, #2. Once a day. Route: #1. Oral, #2. Oral. Dates of use: #1. 2008 to present, #2. Used when fix. Not avail. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced?: #1. No, #2. No.